Manufacturer narrative:
Updated fields: b4,d8,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they inspected the unit. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after use it was found that the water was condensed in the cardiosave intra-aortic balloon pump (iabp) in helium tubing. There was no patient involvement.